Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06237. The same patient is represented in each medwatch. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention, pelvic adhesions, and bladder dysfunction.

Event description:
It was reported that following insertion the patient experienced urinary retention, pelvic adhesions, and bladder dysfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient had surgery on (B)(6) 2008 and her symptoms persisted since then. She was in (B)(4) that ruptured the sling and had cystometrogram that confirmed a genuine stress urinary incontinence and dysuria. She had surgery on (B)(6) 2010 to replace sling at this time. It was reported, the patient experienced recurrence of leaking of urine, pain, infection, urinary and bowel problems, dyspareunia and vaginal scarring. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.